Event description:
Customer reportedly obtained results of 120 mg/dl and 54 mg/dl on the compact system within 10 mins. Customer drank juice in response to results and symptoms. No adverse event reported. An additional comparison reports results of 226 mg/dl and 91 mg/dl on the compact system within 10 mins. Customer ate in response to results and symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.